Manufacturer narrative:
Submit date: 09/19/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 07/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a salem sump tube. The customer reports they are finding the silicone salem sumps are blocking frequently when they instill meds so they have to take them out and put in new ones as they will not unblock. Having to replace salem sump ng tubes is invasive for their patients, who are already in distress, since it is an ICU. They had one patient who was in so much pain and they had to replace his salem sump more than once. Another tube was used as a result.